Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded, and no companions are available. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 (air in line) was not confirmed due to a lack of sample. The reported issue was not duplicated during evaluation. The assignable cause of the reported issue of se2240 was undetermined. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services (gts) about a system error (se) 2240 on the home choice (hc) unit during use. The hp says while setting up he got a se2240 and he had to start over with new supplies. The hp stated he thinks the hc is not priming properly. The hp requested a swap of the hc. There was patient involvement but no injury of medical intervention reported. A follow up was done via phone. The hp stated that after starting over with new supplies no further issues were found. The home patient stated they did no develop any adverse reactions or need any medical intervention.